Event description:
Affiliate reported that the devices displayed abnormal readings although the patient's scan appeared normal, and as a result, was revised. Upon removal, it was noted that there was quite a bit of bleeding from the site.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: sealant lifting at sensor. Severe kink in catheter material 12cm from connector. Slight bends along catheter body. Sutures attached to catheter body. The device failed electrical leakage test - internal spec. Is =/ 3ua; test reading is = 3.19ua. The device passed noise, linearity / hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to determine the cause of the failure. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up will be filed.